Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock impedance was 120 ohms, which is high but within range. The shock occurred while the system was using the secondary sensing vector. Technical services discussed some testing options. The system sensing vector has now been reprogrammed to the primary vector. There were no additional adverse patient effects. The system remains implanted.